Event description:
A talent stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter saccular thoracic aortic aneurysm. The aorta has moderate tortuosity, moderate calcification and access artery has moderate tortuosity. The stent graft delivery system was advanced through the right femoral artery and the thoracic stent graft was implanted in zone 3. The following day the patient had ¿post implant syndrome¿, that was treated with medication,¿ leukocytosis no action taken, and bowel complications-ileus treated with medication, fever, that was treated with medication . The investigator assessed that the relationship to the procedure and the device is unable to be determined. The patient also had vascular complications - arteriovenous fistula and steal syndrome that the investigator indicated not related to the procedure or the study device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (fever).